Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Dimensional analysis of the product found that product feature f3 was non-conforming to print specifications as there is step near the main handle. The f3 feature is free from flash. The sleeve measures in spec and is free of flash, nicks and dings. One of the inserter prongs is fractured. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
The plastic sheath at the tip was unable to retract fully, which cause the anchor cannot be deploy at desired depth. No impact on the patient. No further information available at the time of this reporting.